Event description:
It was reported that noise and oversensing was noted on the electrogram for both the atrial and ventricular channels. This was possibly due to electromagnetic interference. The leads and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one lead failure predictor (lfp) for high rate-ns = 160 ms average v-cycle on (B)(4) 2012 (oversensing).